Event description:
The device was placed in an operating room in preparation for an open-heart surgery but, according to the reporter, when a tech pressed the on button, it would not power up. Another defibrillator was called for and used. No adverse affects to the pt were reported as a result of the alleged malfunction.